Event description:
A complaint of a post trial infection was reported. There was no sign of infection at the end of the patient's trial when the leads were removed. Meningitis cultures were done; however, the type of bacteria was not determined. The pt was treated with IV antibiotics.

Manufacturer narrative:
The explanted device will not be evaluated, as it was discarded by the medical facility.